Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that one (1) renasys touch non connect 4th ed device would not charge and would not turn on. When it is plugged in, it sparks. As this was noticed in a non-therapeutical environment, there was no patient involved.

Manufacturer narrative:
H3, h6: the device was returned for evaluation. A visual inspection was performed. A power supply was not returned. The prong in inlet port was seen bent. A functional evaluation was performed. Device would not power up, was unable to charge and sparked due to bent prong in inlet port. The review of the production records showed no manufacturing issues that could have contributed to the reported incident. Although similar events were found in the complaint history, no commonalities that would suggest a device deficiency were found. Additionally, there have been no previous investigations for the part number and failure mode reported. A review of the risk management file has been reviewed to assess whether the alleged failure and associated foreseeable harms have been anticipated and revealed this failure mode was previously identified. The anticipated risk level is still adequate. A factor that could contribute to the reported event include the prong in the inlet port being bent. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.